Event description:
On 4/18/89 an ipp device was implanted. On 1/09/91 the reservoir and cylinders were revised. On 7/30/92 the reservoir was revised. On 9/22/94 the connectors were revised. On 12/27/96 the cylinders were revised. On 2/7/97 the entire device was removed from the pt and replaced due to fluid loss and infection. Add'l lot/serial #: 8826p 017, 8826p017.